Event description:
Zoll life vest inappropriate defibulation resulted in unnecessary treatments. Was not compatible with my father¿s pacemaker. Hospital discharged him with dangerous device for his condition. Device was not baselined correctly before discharge. Hospital did not inform about the seriousness of the device. Zoll lifevest kept alarming every few minutes because it was detecting a false arrhythmia. Resulted in inappropriate shock defibulation. FDA safety report ID # (B)(4).